Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that battery life of this pacemaker had dropped from four years to two years in a span of one month. The patient had some ablation work and changed the lower rate limit (lrl) 70 to 80 and the pacing percentage went from 60% to 90%. The boston scientific technical services (ts) verified that the power output of the pacemaker was 144% to nominals and that the patient was in atrial fibrillation. The ts recommended turning the atrial sensing off and to wait for the power output to settle out. The pacemaker remains in service. No adverse patient effects were reported.